Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding additional events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / ethibond sutures, caused or contributed to: ruptured reconstructed acl, graft failure? If yes, provide details of event and specific suture product type. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used ethibond sutures?

Event description:
It was reported in a journal article that the patient underwent an anterior cruciate ligament/acl reconstruction procedure on unknown date and the suture was used for double-layer bone-patellar tendon-bone allograft or for four-strand hamstring allograft. Following the procedure, the patient experienced re-ruptured their reconstructed acl or graft failure after high-energy traumas and possibly underwent re-operation during the follow-up period. Additional information has been requested.